Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference #(B)(4).

Event description:
The acuson x150 system shutdowns by itself intermittently. This occurred during a high-risk exam. The exam was completed on a different system. There was no patiient injury.

Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. After verification and diagnostic tests, no issue was found. The customer mentioned that the power cord occasionally gets a little loose and needs to be re-attached. It could have been the cause of the problem, as it is equipment used in a surgical center and is always being moved. Further investigation is not required. (B)(4).